Manufacturer narrative:
The device is currently not available for analysis. No conclusion regarding the clinical observation can be drawn at the moment. The analysis will be continued as soon as new information is available.

Event description:
Ous MDR - five days after the implantation, loss of capture was reported. The ra/rv/lv leads were dislodged. The patient was admitted to the hospital, and the leads were repositioned. On (B)(6) 2016, the ra/rv leads dislodged again. The revision took place on (B)(6) 2016. Device and leads were successfully repositioned. No worsening of the patient&#62688;state of health was reported.